Manufacturer narrative:
The device was received with case cracked behind the pump near the battery compartment and cracked battery tube threads. The retainer and reservoir tube lip were inspected and no damage or anomaly noted

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the retainer ring was loosened. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The insulin pump will be returned for analysis.